Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised the reported phenomenon might have been the inappropriate and insufficient cleaning and disinfection, such as dirt sticking, insufficient brushing, insufficient rinsing, etc. Due to not cleaning immediately after each procedure. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the black object stuck to the cleaning brush when it was passed trough the subject device at the preparation for use. There was no patient injury associated with this report.